Event description:
I was getting a flu vaccine ready for administration. As I was attaching the needle there was a clicking sound which at the time I thought nothing of, as the needle I had attached are not the ones we normally have ordered to our office, and so I thought it was just the needle clicking into place. I believe this was the moment that the hub of the needle I was using cracked. As I was unaware of the crack, and did not see any deformities or issues with any part of the needle, I went along with administering the flu shot to the patient. Upon pushing the plunger to deliver the flu shot, the fluid, instead of going through the needle, came through the crack in the hub of the needle. I gave the patient some paper towels, as he now had most if not all of a flublok vaccine dripping down his left upper arm. Md aware and instructed me, so long as the patient was okay with it, to give the flu shot again as it was unlikely he got any of the previous one. I got the new flu shot ready using the needles we regularly have ordered to the office, and administered as usual. Name of the vendor: (B)(4).